Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. Blood glucose reading was 485 mg/dl. The customer treated for their high blood glucose with syringes and customer delivered a 12 unit bolus amount with the insulin pump. The customer declined to troubleshoot for the high blood glucose incident. The customer mother believes the insulin pump gave too much insulin to customer. Customer was not using auto mode feature active at the time of event. The insulin pump and reservoir will not be returned for analysis.